Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 would not open when triggered due to a damaged solenoid wire. A field support engineer replaced the solenoid to resolve. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system drawer 3.1 failed to open, prevented the user from removing medications for a patient. The customer stated that there was a delay to patient care and no patient harm. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 would not open when triggered due to a damaged solenoid wire. A field support engineer replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system drawer 3.1 failed to open, prevented the user from removing medications for a patient. The customer stated that there was a delay to patient care and no patient harm. There was no report of impact to the patient or user during this event.